Manufacturer narrative:
(B)(4). The marathon catheter was returned for analysis with a guidewire protruding from the catheter hub. The fuse bond appears to be stretched. The distal length of the catheter was found to be accordioned, wavy and stretched. The catheter was found to be punctured approximately 1.4cm from the distal end with a guidewire protruding from the puncture for 23.5cm. Approximately 5.0cm of the distal tip was found to be missing from the catheter. The tubing material at the broken end exhibited with jagged edges, stretching, melting and with the braid exposed. The guidewire coating appeared to be bumpy and damaged. The guidewire tip appeared to be broken. The guidewire was found to be stuck within the catheter. The od (outer diameter) of the distal protruding segment of the guidewire was measured at three locations. The proximal, middle and distal od was measured to be 0.010. No other anomalies were observed. Based on the device analysis, the customer's report of the guidewire perforating the microcatheter was confirmed. The catheter was found to be punctured by the guidewire. It is possible that the reported shaping of the catheter tip caused the shaft wall thickness to become too thin; however, the cause could not be determined. The catheter was found to be stretched and accordioned. The cause for the stretched and accordioned catheter is due to the use of an incompatible guidewire subsequently causing resistance within the catheter lumen. The guidewire has a proximal od (outer diameter) of 0.014¿ and a distal od of 0.010" which is incompatible with the marathon catheter. The catheter was found to be separated. The broken end of the distal tip exhibited plastic deformation of the tubing material (jagged edges, stretching) which indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. The reported shaping of the catheter tip possibly contributed to the separation. However, the distal segment was not returned for analysis; therefore, this could not be determined. All products are 100% inspected for damages and irregularities during manufacture. In this event, user error may have contributed to the reported issue. As noted in the marathon instructions for use (IFU): - the marathon is a flow directed micro catheter that can optionally be used with hydrophilic, 0.010" or less sized guidewires. The marathon is not compatible with non-hydrophilically coated guidewires greater than 0.010" in diameter. - do not ¿over-shape¿ the catheter to achieve the desired shape angle. Over-shaping can lead to catheter kink or prolapse. - prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers.

Event description:
Medtronic received information that a competitor's guidewire perforated the marathon microcatheter during an embolization procedure. During the procedure, the physician had steam shaped the tip of the microcatheter, and started inserting it with guidewire. During delivery, the physician felt difficulty in advancing the guidewire. He then repeatedly pushed and pulled the guidewire and microcatheter. The microcatheter got stuck, so he removed it from the patient. The physician found the guidewire had perforated the microcatheter at 1.5cm from the tip. Another marathon and a guidewire were used to continue the procedure. The procedure completed without any further issue. No patient injury was reported as a result of this procedure.